Event description:
A customer reported to baxter (B)(4) a uromatic ultra set in which particulate matter was observed. According to the report, the set appears to have "fluff" inside the tubing. The process step is unknown. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4).the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A sample was returned to the manufacturing plant. A visual inspection revealed that the sample had a particle (black fluff) in the tubing. Functional tests were not required. After reviewing the results of the evaluations, it was found that the condition of particulate matter inside the fluid path was confirmed in the sample. The root cause of this condition was not identified. However, all operators in the manufacturing plant were gathered and made aware of this occurrence, reinforcing the importance of good manufacturing practices. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.